Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results, there were high potassium and low calcium readings after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (1 of 3 complaints). It was reported that there was erroneous results potassium result of 21.63, calcium was -0.6. The customer experienced high potassium and low calcium readings. Additionally, on 2020-05-14 the bd sales consultant provided the following additional information: customer states that they drew a patient and the potassium was 21.63, repeat 22.4, they respun the sample and repeated it and it was in the 20 range again. The calcium was -0.6. It was a direct draw into the tube and this was the only tube draw. Patient came back later in the day for a redraw and the potassium was 4.0 and calcium was 9.0. This was the only tube draw on repeat. Both tubes were from the same lot#, analyzer is the beckman au480. No other issues.

Manufacturer narrative:
H.6. Investigation summary: bd received 4 samples from the customer for investigation. No photos were received. Additionally, the 4 customer samples were evaluated along with 5 retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. 5 in-house retention samples were sent to the chemistry lab for testing with all samples meeting specification requirements. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume (by use of no additive tube to fill pbbcs tubing) to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, instrument manufacturers and published data on interferences may be a useful resource for this issue. A review of specimen handling parameters would be of value for this tube type. Attached are our pst¿ techtalk and a publication addressing heparin plasma testing in clinical chemistry. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples and there were no issues found in retention testing performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were erroneous results, there were high potassium and low calcium readings after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported that there was erroneous results potassium result of 21.63, calcium was -0.6. The customer experienced high potassium and low calcium readings. Additionally, on 2020-05-14 the bd sales consultant provided the following additional information: customer states that they drew a patient and the potassium was 21.63, repeat 22.4, they respun the sample and repeated it and it was in the 20 range again. The calcium was -0.6. It was a direct draw into the tube and this was the only tube draw. Patient came back later in the day for a redraw and the potassium was 4.0 and calcium was 9.0. This was the only tube draw on repeat. Both tubes were from the same lot#, analyzer is the beckman au480. No other issues.